Event description:
It was reported to boston scientific corporation in 2008, that a spyscope access & delivery catheter was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on five days earlier (a female patient; weight is unknown). According to the complainant, post procedure, the patient complained of right abdominal pain. A CT scan was performed and a perforation was discovered in the cystic duct; the physician thought the perforation may have been caused during the ercp procedure due to pressure from the irrigation process. It was also noticed that the patient's gallbladder was "full of stones"; the gallbladder was removed. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.